Event description:
It was reported that the patient was sensitive at the ipg site. The ipg had migrated a little, as a result the patient was experiencing a burning sensation when charging. The patient underwent an ipg revision procedure and was doing well postoperatively. The ipg remains implanted.